Event description:
It was reported that multiple intermittent cartridges were damaged at the cartridge tubing, interrupting insulin delivery. Customer's blood glucose was 592 mg/dl. A correction bolus was delivered to address bg level. Reportedly, assistance from a health care provider was required in changing the pump supplies. The cartridge was changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.